Event description:
Additional information: pr had to be reopened as we received new information: photos and defect description. Sample is available and pick up was booked for (B)(6) 2023. Please find photos in the attachments. Below is an updated description of the defect: "the letter we sent you on (B)(6) 2023 was sent before the sample was recovered, and the description of the defect was based on the user's declaration. In reality, the plunger of the syringe is intact, it is the body that is deformed, as if melted, and the digital marking has also been altered." A 50 ml syringe was found to have the top of the plunger melted. Syringe not usable ac. 24/nov/2023 updated: "the letter we sent you on 05/05/2023 was sent before the sample was recovered, and the description of the defect was based on the user's declaration. In reality, the plunger of the syringe is intact, it is the body that is deformed, as if melted, and the digital marking has also been altered."

Manufacturer narrative:
Pr (B)(4) - follow up MDR #2 for additional information. Initial supplemental for device evaluation was completed as no sample received, the customer sent in 2 photos and will be sending in the complaint sample. Once the evaluation is complete, another supplemental MDR will be submitted.

Manufacturer narrative:
Investigation summary no samples or photos received for investigation. A device history review was performed for the reported lot 2302093 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure. Based on the quality team's investigation, we are not able to identify a root cause related to our manufacturing process at this time.

Event description:
It was reported that the top of the bd plastipak¿ concentric luer lock syringe plunger was melted. The following information was provided by the initial reporter, translated from french: "a 50 ml syringe was found to have the top of the plunger melted. Syringe not usable."

Manufacturer narrative:
Investigation summary: one sample and photos received for investigation. Through visual inspection, it can be noticed a damage in the barrel of the syringe confirming the defect described by customer. A device history review was performed for the reported lot 2302093 no deviations or non-conformances were identified during the manufacturing process that could have contributed to this issue. Based on the quality team's investigation, possible root cause is associated with the marking process, the syringes are flamed to prepare the material before printing, if flaming process fails, flaming the barrel in excess, the material can degrade as the syringe returned show. Final products in this manufacturing line, for this reference are sampled and they are subjected to visual and functional inspections during the different manufacturing sub-processes according to procedure.

Event description:
No additional information received.

Event description:
It was reported that the top of the bd plastipak¿ concentric luer lock syringe plunger was melted. The following information was provided by the initial reporter, translated from french: "a 50 ml syringe was found to have the top of the plunger melted. Syringe not usable."

Manufacturer narrative:
B.3. Date of event: unknown. The date received by manufacturer has been used for this field. H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.